Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 529 mg/dl. Troubleshooting was performed, and it was found that the insulin pump may not have been accounting for the bolus and basal rates correctly. The customer was advised to discontinue use of the insulin pump and revert to manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.